Manufacturer narrative:
As of the date of this report, the device has not been returned to rti surgical for evaluation. A DHR review was conducted and confirms that the device met manufacturing specifications prior to shipping from rti surgical. If the device or additional information become available at a later date, this report will be updated.

Event description:
It was reported to rti surgical quality systems department on (B)(6) 2021 that a sternal fixation revision surgery was conducted after the patient presented with symptoms consistent with a nickel allergy following the index surgery. Index surgery was on (B)(6) 2018. Revision surgery was on (B)(6) 2018. The patient subsequently died in (B)(6) 2019. Exact date of death is unknown.